Event description:
It was reported the patient has not recharged her ipg as recommended. As a result, the patient is no longer receiving stimulation and the charger/programmer can no longer communicate with the ipg. An sjm representative plans to meet with the patient to confirm if the ipg is inoperable or not.

Manufacturer narrative:
Recall: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.